Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer reports a rash near his ears where the straps go from the headgear of the mask and wakes up with a stuffy nose. Customer saw his md and was prescribed cortisol cream.